Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H6: ec method code desc - 5: communication/interviews (4111) investigation ¿ evaluation it was reported on (B)(6) 2020 of an incident involving a cook bakri postpartum balloon with rapid instillation components. As reported, the patient experienced postpartum hemorrhage due to uterine inertia, and blood loss was estimated to be 800ml. Leaking was noted when the inflation volume reached about 300ml. The operator removed the leaking device immediately and replaced it with another bakri device. Hemostasis was successfully achieved using the new device. No related adverse events were reported. A document-based investigation was performed including a review of complaint history, device history record, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." No complaint device was returned for further investigation. No pictures were provided of the complaint device. Cook could not determine a definitive cause of this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 26may2020: there were no metal tools used while handling the device. The estimate blood loss after the device placement was approximately 200cc. There was a pinhole near the distal tip of the balloon material which was how the device was leaking.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reporting during treatment of post-partum hemorrhage (pph) due to uterine inertia (atony) using a j-sosr-100500, leaking was noted when the inflation volume reached 300ml. The operator removed the leaking device immediately and replaced with another bakri. And hemostasis was achieved. The blood loss prior to device placement was 800ml. The patient received 2 vials of ergometrine prior to device placement. There were no adverse effects to the patient as a result of this occurrence. Additional details regarding the patient and event have been requested, at this time, no additional information has been provided.